Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) was explanted and replaced after 25 months of implant time. The physician expressed dissatisfaction with regard to device longevity.